Event description:
It was reported to philips that the system would not boot and stalled at 00:00. The device was in clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) replaced the pd.scomp power supply in the m cabinet and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Analysis of log file identified an issue with power supply. Upon troubleshooting it was identified that led 0 on flexvision pc was off. Subsequent investigation revealed that the m-cabinet ethernet switch was off with no power, leading to discovery of 24vdc pd scomp failure. The pd.scomp.dcps_24v_12v_5v is a part of gpdu and it provides power supply to the allura system. Fse replaced the pd.scomp.dcps to resolve the issue. The defective pd.scomp.dcps was returned to philips for further analysis. The analysis of pd.scomp.dcps confirmed the malfunction and electronic defect was identified. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.